Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were off the bus for the entire station. A field service engineer replaced the communication sled and controller boards for each of these drawers to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device was not detected on bus. The customer added that this malfunction occurred when trying to issue a medication to a patient. This incident resulted in a minutes delay to patient care as the user had to walk a little further to obtain the medication. There were no adverse events or injuries reported based on this event.